Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user received alert 38 ¿ motor stall on the ilet device. The user was instructed to perform a full supply change. After completing the supply change, the alert cleared and normal operation resumed. No blood glucose impact or injury were reported.